Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: there were multiple loss of prime alarm warnings observed in the black box history associated with low non-zero force. The force sensor calibration failed and the force sensor calibration was found to be out of specification. During the load step, the piston pushed up until the cartridge was empty. A load step malfunction was duplicated during the investigation. It was also observed that the spoke shim plate was found to be dimpled. The initial ¿loss of prime¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and additional failures.